Event description:
It was reported that the lead demonstrated some "fraying." The lead was capped and replaced. A lawsuit further alleged that the patient suffered injuries and damages. It was further reported that a lawsuit alleged that the lead was fractured. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.